Event description:
It was reported that the patient had a ventricular tachycardia episode which was not terminated by the device's anti-tachycardia pacing. The following shocks were at a lower than expected energy and ineffective, so the patient needed to be revived using external shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Analysis revealed oversensing, there were ventricular non-sustained tachycardia less than equal to 210ms on (B)(6) 2011 in the timeframe between 09:54:59 and 11:41:46. Also, low resistance/impedance during the defibrillation/cardioversion episode 49 shows ventricular fibrillation therapy (vfrx) 1 to 6 defibrillation/fast ventricular tachycardia therapy zone (fvtrx) 2 to 5 cardioversion. Defibrillation episode 54 shows vfrx 1 to 6 defibrillation, impedance equals 0 ohms on (B)(6) 2011 in the time frame between 09:31:10 to 09:45:10. Also weekly high voltage lead impedance trend data shows defib and min superior vena cave (svc) defibrillation equals 64 to 78 ohms range between (B)(6) 2009 and (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.